Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that error code message 6 was seen during interrogation. Battery life and impedance for the patient were normal, but output current was disabled. Reportedly, the patient indicated they felt the vns hadn't been working for months, but it was reported that the patient's last interrogation on (B)(6) 2025 was normal. No internal data has been received for review to date. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B3, corrected data: initial report inadvertently submitted with the incorrect event date. B5, corrected data: initial report inadvertently submitted without the DHR review results. H6, corrected data: initial report inadvertently submitted without the b14 analysis of production records coding.

Event description:
Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. The suspect device has the newest m1000 firmware which is not susceptible to gc5 resets.